Event description:
A customer technical advocate was contacted with regard to discrepant patient results generated on the cd 1700 for one patient. The initial results were wbc = 5.0 k/ul, rbc = 2.46 m/ul, hgb = 7.6 g/dl, mcv = 90.6, and plt = 148 k/ul. The account states sample collection and mixing were appropriate and repeat testing on the cd 1700 produced similar results (values not given). The initial results from the cd 1700 were reported. Another sample from this patient was sent to a reference lab and the following results were generated: wbc = 8.9 k/ul, rbc = 3.85 m/ul,hgb = 12.3 g/dl, mcv = 93.1 and plt = 300 k/ul.